Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient stated they are happy with their therapy, but have been dealing with their incision not healing where the lead is placed. The patient said their ins was moved from the left side to the right side. They also have a bump in that area. The patient has been seen weekly, and the incision is finally starting to close up. The incision oozes at times with clear fluid. The patient was also diagnosed with urinary tract infection (uti) after the implant and has taken two antibiotics. The patient did not state that there was an infection at the incision site, just not closing up. The patient's ins incision site had problems as well but has finally started to also close. The patient said they have not been adjusting due to this, but since their incisions are almost healed now, they decided in the last week to make two adjustments to their stimulation and is doing better with symptoms. The patient will hold their current setting.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Correction: block h6: patient code.

Event description:
It was reported the patient stated they are happy with their therapy, but have been dealing with their incision not healing where the lead is placed. The patient said their ins was moved from the left side to the right side. They also have a bump in that area. The patient has been seen weekly, and the incision is finally starting to close up. The incision oozes at times with clear fluid. The patient was also diagnosed with urinary tract infection (uti) after the implant and has taken two antibiotics. The patient did not state that there was an infection at the incision site, just not closing up. The patient's ins incision site had problems as well but has finally started to also close. The patient said they have not been adjusting due to this, but since their incisions are almost healed now, they decided in the last week to make two adjustments to their stimulation and is doing better with symptoms. The patient will hold their current setting.